Manufacturer narrative:
(B)(4). Per the initial report, the sample was discarded.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) unit during dwell 3 of 3. Gts checked the setup and found that the supply bag had disconnected from the setup. The patient elected to stop therapy for the day, and discarded the setup. No injury or medical intervention was reported.